Event description:
It was reported that the health care professional (hcp) placed a call to technical services (ts) and requested further review of this pacemaker stored electrogram (egm) due to an alert displayed that indicated high out of range pacing impedances on the right ventricular (rv) lead. Upon review of the stored daily threshold and impedance measurements, ts observed jumpy rv lead impedances that measured greater than 2000 ohms that appeared to have triggered a lead safety switch (lss) from bipolar to unipolar configurations. Further review of the stored electrogram (egm) also showed noise signals on the rv lead. It was noted that the right ventricular (rv) lead is a (B)(6) lead. Ts discussed possible causes with the hcp. At this time, the pacemaker and (B)(6) rv lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).